Manufacturer narrative:
(B)(4). Additional information: the reported complaint was confirmed through examination of a photograph provided by the customer. The physical sample was not returned. The photograph depicted a catheter with a guide wire protruding from the distal end and kinked twice just beyond the tip. No other damage was observed. The lot number was not reported, but manufacturing records based on sales history were reviewed with no relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damaged during use. The probable cause could not be determined based upon the information provided and without the actual sample. No further action will be taken.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the right femoral vein of a patient in the emergency department. The physician was inserting the cvc and experienced difficulty when threading the catheter over the guide wire. The catheter became stuck. The wire was removed and was found to be kinked approximately 7 inches from the tip. The procedure was completed with competitor's catheter. There was a delay in treatment and it was noted the patient expired from sepsis. Dr. (B)(6) indicated that the guide wire issue was not connected to the patient's death.